Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call and stated that the customer got unexpected restart alarm and reported the clock monitor test detected a mismatch between the system clock and the watchdog clock. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was assisted for the failed battery test alarm. Caller stated that the pump 1st reset itself about a month ago and the alarm history shows an unexpected restart alarm and clock monitor test detected a mismatch between the system clock alarms. Troubleshooting assisted for unexpected restart alarm, and states that one time she had to reset the whole pump by putting the basal rates and all back in the pump and receiving another unexpected restart alarm after a battery change. Customer advised to replace the pump and monitor the pump and that patient may continue to wear the pump until replacement arrives. Customer will be receiving a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, operating currents test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No other alarms and no blank display anomaly was noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address label, stained serial number label and cracked battery tube threads.